Manufacturer narrative:
The needle used in this kit is supplied to carefusion by an outside supplier and was forwarded to the supplier neometrics for evaluation purposes. After careful review of the failed unit, it is believed that this fracture was not caused by a manufacturing defect in the unit. Data suggest that externally induced stress caused the failure after cured cement was inside the unit. A review of our quality records indicates this to be an isolated event, it is the only unit on record that has failed in this location in this manner (failure occurred mid way through the curve on the distal end of the unit). It was observed that there is cured cement inside the unit. This material does not seem to be on any interior walls of the tubing distal of the failure, indicating that is what was in the observed location and cured when the failure occurred. This condition would support the idea that an attempted straightening of the unit (for example: removal through a cannula or from surrounding cement, partially or completely cured) would lead to high stress areas in the curve at the termination area of the cured cement. In addition, no micro-cracks are seen around the edge of the failure that would indicate a pre-existing condition that would lead to material failure. The location on the device is not near any natural stress concentration areas such as an edm feature or weld joint that would be most susceptible to failure, indicating unusual circumstances were involved in creating a failure in the bulk tubing body. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures did not identify any issue that may have contributed to the observed defect. The needle is supplied by neometrics and the needle assembly is not altered by the carefusion prior to placement in the finished tray. A device history review, raw material history files and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems rejections related to this incident.

Event description:
End of needle sheered off in the patient, and is still in patient.